Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a lead safety switch due to high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular (rv) channel. Loss of capture was also observed on the rv channel as well. No changes have been made at this time and the crt-p remains implanted and in service. No adverse patient effects were reported.